Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard. The complaint of the catheter leaking below the skin is inconclusive due to the condition of the sample. The product implicated groshong 4 fr s/l nxt clearvue PICC catheter. Returned for evaluation is a section of a groshong 4fr nxt clearvue PICC catheter. The section of tubing that contains the manufactured three way valve and tungsten plug was not returned for evaluation. No catheter leaks could be identified in the returned sample during gross, microscopic, functional and tactual examination. The severed surface of the distal end of the catheter tubing (46 cm depth marker) appears gloss and striated, typical of a cut with a sharp instrument. No leakage was detected during the evaluation of this sample. The distal portion of the catheter was not returned for evaluation and, therefore, could not be examined for leakage.

Event description:
Additional information: it was reported that the PICC line was leaking chemo therapy treatment on (B)(6) 2015. No patient injury was reported. On 04/10/2015 - customer reported that the leak occurred beneath the skin 10 04 15 da.

Event description:
It was reported that the PICC line was leaking. Chemo therapy treatment on (B)(6) 2015. No pt injury was reported. On (B)(6) 2015 - customer reported that the leak occured beneath the skin, (B)(4).

Manufacturer narrative:
A lot history review (lhr) of rex11292 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation.